Manufacturer narrative:
The reported events of helix damaged and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation twisted at the distal region of the lead body consistent with procedural damage. The helix was found extended, stretched, slightly bent, and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region while the helix to be stretched and slightly bent all consistent with procedural damage. The cause of helix mechanism issue was isolated to helix being damaged, blood/tissue in the helix region, and over-torqued of the inner coil. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left bundle branch pacing lead helix was found stuck and further damaged upon helix retraction. The lead was removed and replaced. The patient was in stable condition.